Event description:
It was reported that 1 hour 5 minutes into the pt's dialysis treatment the tesio catheter became disconnected from the venous bloodline. The pt lost an estimated 200cc of blood. Pt was sent to the emergency room as a precaution. Bloodwork was done and the pt was released without any treatment. The catheter was examined, found to have no defects and was not changed. The catheter has been functioning fine since the incident.